Event description:
The wife of a (B)(6) male patient called zoll customer support to report that one of the patient's battery packs was not working. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not powering up monitor) has been confirmed. Upon investigation the battery pack was unable to power up a test monitor and would not charge. The battery pack was found to have mismatched tri-cells. The root cause for the mismatched cells could not be positively identified, but it is likely that one of the cells was drained too low to be recharged. No adverse event resulted from the mismatched battery cells. The patient was not issued this battery and received a replacement battery pack.